Event description:
It was reported that the bd alaris pump module smartsite infusion set had an over-infusion. The following information was provided by the initial reporter: cefazolin set to run & completed infusion in 28 min.

Manufacturer narrative:
Device evaluation: the customer reported the infusion finished in 28 minutes, and returned one primary (2420-0007) and secondary (ms3500-15) set, lots are unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was set to run water at 125 ml/hr for 1 hour into a graduated cylinder. The set had no issues or abnormalities, and the infusion ran at the correct rate. The root cause for the issue could not be found without a verified a failure. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.